Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 03-aug-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station stuck on black screen. A field service engineer (fse) responded to the customer report that the station would not power on. Upon inspection and field testing, the drawer controller on half height cubie drawer 4.2 was found to have failed. The drawer controller was replaced, and proper operation was verified using the hardware test application. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es emitted beeping sounds and displayed a black screen during startup. The customer attempted unplugged the device and restarted it, however these actions does not resolve the issue. However, there were no delays or adverse events or injuries reported based on this event.